Event description:
Reportable based on analysis completed on (B)(4) 2013. Vascular access was obtained via the radial artery. The 90% stenosed eccentric de novo, with a >90 bend, 2.5 x 26mm chronic total occlusion target lesion was located in the severely calcified and severely tortuous left anterior descending artery. The lesion was pre dilated with a 2.0 x 15mm non bsc balloon. The 2.5 x 28mm promus element mr stent delivery system (sds) was advanced "many times", but was unable to cross the lesion. Shaft kinks were noted. The physician removed the sds and completed the procedure with a 2.5 x 26mm non bsc stent. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Date of birth: (B)(6). Device is combination product. (B)(4). Device evaluated by MFR.: initial visual examination identified proximal stent strut damage, as a number of proximal struts were stretched distally on the balloon, and significant bunching was noted at the proximal edge of the stent. The balloon was tightly wrapped and was not subjected to positive pressure. A visual examination of the shaft noted no significant kinking present on the entire surface area of the hypotube or proximal section of the shaft. No further damage was noted on the device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).